Manufacturer narrative:
Date of event: unknown. Device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® cpt¿ mononuclear cell preparation tubes - sodium citrate have reduced recovery of wbc. There was no report of exposure, serious injury or medical intervention.

Event description:
It was reported that bd vacutainer® cpt¿ mononuclear cell preparation tubes - sodium citrate have reduced recovery of wbc. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted. Investigation conclusion: as no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. Root cause description: as there was no sample or photo available for evaluation, a root cause could not be determined.